Manufacturer narrative:
The investigation found that the pt was (B)(6) and weighed approx (B)(6). The staff had the pt positioned all the way up towards the head section so almost the entire 400 pounds was on the head section. The head operated correctly after the pt was adjusted in the bed properly.

Event description:
Info received indicated the head section would not raise.